Event description:
It was reported that the patient had a fall and was feeling sore. The patient reportedly had x-ray imaging taken, and per the physician, "the loop has ceased to exist." There is no allegation of a device malfunction, but the patient underwent revision surgery, and the two leads were replaced. Although requested, the x-ray imaging was unavailable; therefore, the alleged 'loop has ceased to exist' could not be verified.

Manufacturer narrative:
(B)(4). Correction. There were no leads replaced. The patient underwent a surgical procedure to reform the strain relief loop only. The physician elected to have the procedure to reform the strain relief loop. The patient fell and pulled the strain relief loop out. The device remains implanted and functional. The device history record was reviewed. No relevant nonconformances were found. Following the lead strain relief loop reform procedure, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
It was reported that the patient had a fall and was feeling sore. The patient reportedly had x-ray imaging taken, and per the physician, "the loop has ceased to exist." There is no allegation of a device malfunction, but the patient underwent revision surgery, and the two leads were replaced. Although requested, the x-ray imaging was unavailable; therefore, the alleged 'loop has ceased to exist' could not be verified.

Manufacturer narrative:
Mml# (B)(4).